Event description:
Same event as MFR report #: 2134265-2009-01449, 2134265-2009-01452, 2134265-2009-01453. It was reported that during a percutaneous coronary interventional procedure, the burr became lodged in the vessel with a vessel dissection and subsequent death 10 days post-procedure. The pt had suffered an mi, which was unsuccessfully treated with angioplasty, approximately one week prior to this procedure. The pt had a cardiac arrest in the parking lot after the procedure. The >50 stenosed lesion being treated was located in the severely calcified and very tortuous mid to distal left anterior descending (lad) artery. During this event, a guide wire was advanced past the lesion however, a 1.5 x 15 mm maverick otw balloon could not cross the lesion. A 1.25 mm rotalink burr was then advanced to the lesion, having been platformed at 170,000 rpms. Four ablation passes were performed for a maximum of 200 seconds up to a maximum 200,000 rpms, with the burr becoming lodged in the vessel with the last pass. The physician attempted to move the burr forward and backwards; however, it would not move any direction. The physician advanced a pt2 moderate support guide wire beyond the lesion and attempted to advance a guide catheter to remove the burr, however, these attempts were unsuccessful. The physician placed a temporary pacemaker. The physician then disconnected the handshake connection and manually removed the burr "using brut physical strength". Once the burr was removed, it was noted that the circumflex artery (cx) had been dissected and was closed down. The physician then attempted to balloon the artery however, it would not open. The physician then implanted 3 taxus liberte paclitaxel-eluting coronary stent systems, two 2.5 x 32 mm and one 2.5 x 24 mm. Following placement of the stents there was a "trickle" of flow in the vessel however, that was the best result that could be achieved. Following placement of the stents the pt had ventricular fibrillation, coded and was resuscitated. An intra-aortic balloon pump was then inserted, and the pt was taken to the cvicu. Post-procedure, the pt improved hemodynamically and was removed from pressors and the balloon pump, however, his "lungs remained wet". Ten days post procedure, the pt coded twice, and the family made him a dnr. His blood pressure bottomed out and he expired. The cause of death was stated to be related to the vessel dissection and the patient's prior condition/anatomy.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.